Event description:
As reported: "consultant put 2 screws in the proximal holes through the targeter, both screws missed the nail. Before using the targeter the surgeon used a mallet on the targeter (even though advised against), we removed both screws and tightened the nail holding bolt on the targeter. Both screws then went through the nail and the targeter worked perfectly." The procedure was delayed by 20 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device disposition unknown

Event description:
As reported: "consultant put 2 screws in the proximal holes through the targeter, both screws missed the nail. Before using the targeter the surgeon used a mallet on the targeter (even though advised against), we removed both screws and tightened the nail holding bolt on the targeter. Both screws then went through the nail and the targeter worked perfectly." The procedure was delayed by 20 min.

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was returned for evaluation. Please also note the corrections to h6 method, h6 results and h6 conclusion codes. The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received target device shows traces of a long and intense use identified by the general appearance of the surfaces and by the appearance of the white printings, which turned from white to fawn (an indication for high sterilization cycles). The device also has little scratches over its surface. However, a functional test was performed by assembling the returned target device with a sample nail, drill and a sleeve. Upon assembling it was found that the drill could pass through every hole on the nail without making any contact. Thus, the reported issue could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, most likely the root cause was attributed to a user related issue. The failure was caused due to application error. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "consultant put 2 screws in the proximal holes through the targeter, both screws missed the nail. Before using the targeter the surgeon used a mallet on the targeter (even though advised against), we removed both screws and tightened the nail holding bolt on the targeter. Both screws then went through the nail and the targeter worked perfectly." The procedure was delayed by 20 min.